Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.